Event description:
It was reported that during a da vinci partial nephrectomy surgical procedure, it was noted that the large suturecut needle driver instrument stopped closing while the surgeon was suturing. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received.